Event description:
It was reported that the atrial lead exhibited noise over sensing. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
Health impact code was corrected to additional surgery.